Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose was 109mg/dl. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched lcd window, scratched case and scratched reservoir tube window.